Event description:
Evaluation revealed contamination on the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. Recall 2531779-03/24/2010-003-r. During evaluation the contamination was found on the force sensor and the force sensor was found to be out of calibration.